Event description:
It was reported that the pt expired unexpectedly. The cause of death was reported as "aspiration". The pump contained baclofen 4000mcg/ml, 1998 mcg/day in simple continuous mode; the reservoir volume was 21.4 ml. The pt was not going to be cremated; there were no plans to explant the pump. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.